Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that data points were missing from the continuous glucose monitor graph. Customer reloaded the same cartridge to resolve the issue. Customer¿s blood glucose level ranged from 148-220 mg/dl.